Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was received with normal operating currents. No blank display was noted during testing. No damage was found on the lcd isolation tape. No corrosion was found on the battery tube or battery spring contact. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that his insulin pump keeps receiving a blank display. The patient's blood glucose at the time of incident was 165 mg/dl. The customer stated that he has used two different battery packs and three different batteries and the pump only turned on one time only to die again within a minute. Troubleshooting was initiated for the blank display anomaly, and the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.